Event description:
It was reported that during implant attempt, lead impedance was high (1800-2200 ohms) and high threshold (>3v). After a first screw attempt with abnormal measures, repositioning of the lead was not possible. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined if this contributed to the inability of the helix to function correctly at the implant attempt; full lead analyzed.